Manufacturer narrative:
At the time of this evaluation, the procedure is being reported as being successful, despite the mesh breaking intra-operatively. Further investigation revealed that the urethral elevation was maintained due to tissue ingrowth, despite the sling breaking during implant.

Event description:
At the time of this evaluation, the procedure is being reported as being successful, despite the mesh breaking intra-operatively. Further investigation revealed that the urethral elevation was maintained due to tissue ingrowth, despite the sling breaking during implant.

Manufacturer narrative:
One dynamic suture from the altis device was received for evaluation. The complaint is confirmed as reported - the dynamic suture separated from the mesh. The dynamic anchor was missing from the suture, indicating that it was implanted. The welded portion of the suture is severely curved which can happen when either the suture is peeled away from the mesh sling, or when the welded portion comes into contact with an incorrectly placed dynamic anchor, separating it from the mesh. At the time of this evaluation the procedure is being reported as being successful, despite the mesh breaking intra-operatively. Based on the provided information, and without the mesh to evaluate, qa is not able to determine the root cause for device failure. If the mesh becomes available, or additional information is received, qa will re-evaluate this complaint in accordance to procedures.

Event description:
According to the available information, both anchors were placed on tensioning the tape pulling across patient ( no excess force used) and the dynamic side suture came away from the tape. We did not use another device, physician said he would wait for follow up, as the tape was in site but not with the suture and anchor. With regards to the altis, we have the suture that came away from the altis, but the same altis is still inside the patient. The procedure may not be a success as physician was unable to tighten just that little more.